Event description:
On (B)(6) 2011, pt reported the display on the infusion device is damaged. Pt stated, he woke up on sunday morning ((B)(6) 2011) and realized there was a black spot on his display. Pt reported, he held it up to the light and also noticed a scratch on the display. Pt stated they are both located on the right side of the display. Pt reported on the infusion device from the middle of the screen to the bottom, the display is missing. Pt stated, he is unable to see the bottom half of his basal rate. Pt reported, his basal rate is 1.1 units of insulin. Pt stated, the ones are cut off and there is no "point" between the ones. Pt reported, the basal rate looks like it would be an eleven if he didn't know it should be 1.1 units of insulin. Pt stated, he changed the battery about 2 days ago. Pt reported, he will switch to his backup infusion device later this evening. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.